Event description:
Terumo received the following reported information: when opening the package, the sheath was found bent. They changed for another angio-seal with the same size and finished the surgery.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: initial reporter name: unknown e1: phone number: unknown e3: occupation: unknown the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.